Event description:
The account alleged the left coil cable assembly was damaged and bare wire were showing. No pt impact.

Manufacturer narrative:
The account replaced the left coil cable assembly and installed a hi/low coil cable service kit to resolve the issue.